Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially reported a button error alarm in the insulin pump. The customer then stated she was hospitalized for a high blood glucose reading. The blood glucose reading was not reported. Nothing further was reported.